Manufacturer narrative:
Device evaluation results: one level 1 hotline low flow system was returned for investigation in used condition. The pump problem described by the customer was not reproduced during functional testing. The pump circulating fluid according to specification. No fault was found with the device.

Event description:
It was reported that pump was malfunctioning on the level 1 hotline low flow system (hl-90). No patient injury or complications were reported in relation to this event.